Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was explanted for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2021. Block d6b: exact date unknown, procedure occurred in (B)(6) 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was explanted for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Block d6b: exact date unknown, procedure occurred in (B)(6) 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was explanted for an unknown reason. No additional information is available at this time.